Manufacturer narrative:
Complaint no: (B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike was broken after connecting the transfer set and uv twin bag. The caller reported the spike broke off completely. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.